Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up with noise. The noise was not reproducible, no reprogramming was performed, the physician elected to have the patient monitored with routine follow ups.